Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site on, (B)(6) 2026, it was reported that the patient's cgm reading was 45 mg/dl and they felt no symptoms nor did they take a bg fingerstick, but they self-treated with orange juice. The cgm did not go higher than 60 mg/dl at that moment. By 08:00 am, it was understood this was the next day, the patient experienced vomiting. The vomiting was continuously, and at 02:00 pm the patient called her mother who advised her to take anti-nausea medication. Despite that the patient continued to vomit and was taken to the hospital by their husband. When a fingerstick was taken at the hospital the cgm reading was 85 mg/dl, and the blood glucose reading was 500 mg/dl. Blood tests confirmed that the patient would have been going into a diabetic ketoacidosis state. The patient was treated with intravenous insulin, and was admitted into the ICU. The patient was discharged the next day at 02:00 pm. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.